Manufacturer narrative:
(B)(4). The failure mode was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. A deflation test is performed for all taperguard products. The operator inspects for no leaks and segregates the defective parts. Once the part is visually inspected the cuffs are deflated. A cut of this magnitude would have been detected during the inflate/deflate test and removed from the lot. The cut condition on the inflation line is not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
A report was received, from a nurse, alleging a tracheostomy tube was found to have a crack during use. Though requested, information regarding the duration of use was not provided. There was no report of patient injury. There was no report of death or serious injury associated with this event.